Event description:
It was reported that a cardiosave intra aortic balloon pump (iabp) displayed a ¿maintenance required¿ message. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.